Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 bd 60ml syringe luer-lok¿ tips experienced deformed syringe tips. The following information was provided by the initial reporter: we have come across 3cc syringes that are melted at the tip.

Event description:
It was reported that 7 bd 60ml syringe luer-lok¿ tips experienced deformed syringe tips. The following information was provided by the initial reporter: we have come across 3cc syringes that are melted at the tip.

Manufacturer narrative:
H6: investigation summary: sample and photos received for investigation, upon evaluation damage to luer of the syringe is observed. Possible root cause is associated with the assembly process, the nozzle was not aligned with the syringe causing damage to the luer. Corrective action include modification of the machinery. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.